Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3080, lot# l68795, implanted: (B)(6) 1999, product type lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that one of the patient's old lead broke in the patient when trying to remove the lead. Additionally, the patient's old ins was depleted, no allegation of premature depletion, but the patient's hcp chose not to remove the ins to avoid another incision with this patient. It was noted that the patient's new lead and ins was working much better. Patient status is unknown at the time of this report, but it was noted that no additional interventions were planned. There were no further complication reported or anticipated.